Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017. It was reported that the patient experienced chronic abdominal pain, bowel obstruction, fissures and several infections. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 11/4/2020. Additional information: a2, b7, d3, g1, g2. Corrected information: g1. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following the surgery.